Event description:
It was reported that the patient became "bradycardiac and went into a pulseless electrical activity arrest." It was found that the atrial lead had perforated the right atrial appendage, causing acute cardiac tamponade. The situation was resolved and the lead is still in use. There were no further patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.